Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the rear response button switch was intermittent and the traces were worn. The cause of the non-functional response buttons is the intermittent switch and worn traces. The root cause of the defective switch and worn traces cannot be positively identified. In addition, the r781 resistor was open. The root cause of the open resistor cannot be positively identified. The damage is consistent with external defibrillations. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.